Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not known the concrete reason why the foreign material was present on the medical device. The event can be detected and prevented in accordance with the following instructions for use. -instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacture reviewed the customer provided cleaning disinfection and sterilization processes where no conclusive deviations from instructions for use were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the right or left knob was out of the standard value; due to the wear of the forceps lever, the up or down knob could not be locked securely; the adhesive on the a-rubber had a chip; the adhesive on the a-rubber had a crack; the adhesive on the a-rubber had a white-clouded area; due to clogging of the nozzle, the water removal ability did not meet the standard value; the universal cord had a scratch; the universal cord had a wrinkle; the protector of the universal cord on the suction connector side had a scratch; the image guide protector had a scratch; the adhesives around the objective lens had a white-clouded area; the adhesives around the light guide lens had a white-clouded area; the connector cover had a scratch; and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonvideoscope angled down. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.